Event description:
Per the clinic, the patient was experiencing pain on the edge of her r/s where her sound processor was overlapping due to the skin over her implant getting very thin. The patient was placed under general anaesthesia on (B)(6) 2024, in order to reposition the r/s. The issue resolved and the device remains implanted.